Manufacturer narrative:
Additional information received indicates the device was explanted due to premature battery depletion.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several days ago and the longevity remaining was two years. At the most recent follow-up, however, the longevity remaining decreased to about one and a half years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. At this time, additional information received indicates that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is not expected to return for analysis.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several days ago and the longevity remaining was two years. At the most recent follow-up, however, the longevity remaining decreased to about one and a half years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additional information received indicates the device was explanted due to premature battery depletion.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several days ago and the longevity remaining was two years. At the most recent follow-up, however, the longevity remaining decreased to about one and a half years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. At this time, additional information received indicates that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.